Manufacturer narrative:
The removed o2 solenoid valve was returned to the product investigation lab (pil). The pil technician installed the o2 solenoid valve into a pi ventilator to duplicate the reported issue. Visual inspection of the o2 solenoid valve revealed no evidence of damage or contamination. The o2 solenoid valve was tested, and the pil tech could not generate any alarm or error during the standard test bed operation. The technician confirmed that the suspect o2 solenoid valve failed o2 flow accuracy and o2 mix accuracy testing. Pil has determined that the suspect o2 solenoid valve is faulty.

Event description:
Philips received a complaint on the v60 ventilator indicating that while performing pre-use check, it was observed that the "check vent: oxygen device failed" alarms sounded. They replaced the pressure resistance hose several times, but the alarms were not resolved. They replaced the device with a backup v60. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The authorized service provider (asp) evaluated the device and confirmed the reported issue. The solenoid oxygen valve was replaced, and the issue was resolved. The device passed the required performance verification tests per philips standards and was returned to service.